Event description:
It was reported that when attempting to gain access with a flow diverter, the physician felt resistance with this guidewire and difficulty torquing the guidewire. The distal end of the guidewire broke and became loose in the distal part of the flow diverter. The physician removed the flow diverter and the guidewire as one unit without any consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire was separated at 11.6cm from its distal end. The guidewire was bent proximal and distal to the separation site. The platinum coil was also found to be bent, twisted and separated on the distal separated section. The guidewire was bent on several places along its length. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off on several places between 29.0cm to 42.5cm from its proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collect. Scanning electron microscopy analysis determined that the guidewire fracture occurred from bending overload followed by tension overload. Due to the anomalies found on the guidewire, a functional evaluation could not be performed. The observed peeling/compressed ptfe coating is believed to have occurred from an excessively tightened torque device. Since the device dfu (directions for use) specifically cautions that excessive tightening of the torque device can lead to abrasion of the coating, the cause is considered to be related to the dfu instruction not being followed. The cause for the reported fracture could not definitively be determined, therefore, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that when attempting to gain access with a flow diverter, the physician felt resistance with this guidewire and difficulty torquing the guidewire. The distal end of the guidewire broke and became loose in the distal part of the flow diverter. The physician removed the flow diverter and the guidewire as one unit without any consequences to the patient.

Manufacturer narrative:
Subject device is not available.